Manufacturer narrative:
(B)(4). The device was returned for evaluation. The device history record (DHR) documentation showed no abnormalities related to the reported failure. The functional testing showed that the lock has up and down movement and the teeth are grinding when rotated, the device did not meet all specific functional test. The observed condition is likely caused by wear and tear / improperly handling of the device. The definite root cause cannot be reliably determined. The reported compliant was confirmed from the evaluation.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a3059 mayfield composite series skull clamp won't clamp when engaged. There was no known patient injury or delay in surgery.